Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vertical axis motor module, which resolved the issue. As a final operational check, the fse operated the test forceps and confirmed there were no abnormalities. The system was tested and verified as ready for use.

Event description:
It was reported that during a training/demo of the da vinci system, error 23087 "potential ergonomics issue" appeared after startup. The technical support engineer (tse) instructed a hard power cycle, but the error was not resolved. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional information was available, but there was no report that the training was suspended.